Manufacturer narrative:
The stapler 45 instrument (part 470298-09; lot s10150528-0016) and green stapler 45 reload(s) involved with this complaint have not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. According to the csr, none of the green stapler 45 reloads involved with the reported event are available for return to isi for evaluation. A follow-up MDR will be submitted if the stapler instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs show that 4 green stapler 45 reloads were successfully fired. This complaint is being reported due to the following conclusion: during the da vinci-assisted lar procedure, the surgeon applied sutures as a precaution to a staple line after malformed staples were allegedly found. However, at this time, the cause of the malformed staples is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the surgeon noticed malformed staples after firing a green stapler 45 reload on unspecified tissue. The initial reporter described some of the malformed staples as being open and some as over-shaped. According to the initial reporter, the surgical staff reportedly used a second unspecified stapler instrument and noticed staples with a non b-shape. The initial reporter also indicated that due to misplacement of the stapler, the surgeon needed also a third and a fourth reload to get through the specimen. Per the initial reporter, the surgeon removed some of those staples and decided to place some sutures to be on the safe side. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr clarified that only one da vinci stapler 45 instrument was used during the surgical procedure. The patient did not experience any intra-operative complications. After noticing a few malformed staples, the surgeon decided to apply manual stitches over the staple line. The da vinci-assisted surgical procedure was completed successfully with no reported post-operative complications. The initial reporter provided a video of the reported event involving the malformed staples. Isi has reviewed the video. The video appears to show some malformed staples on rectal tissue. No further clinical information was provided regarding the reported event.